Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that an rt340 adult breathing circuit failed the ventilator leak test. A pin hole was found on the expiratory limb. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that an rt340 adult breathing circuit failed the ventilator leak test. A pin hole was found on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. Results: a hole was found in the evaqua (expiratory) limb of the complaint breathing circuit, approximately 49cm away from the patient end connector. Conclusion: based on inspection of the hole damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. (B)(4). Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after the product was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Manufacturer narrative:
(B)(4). The complaint rt340 device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.